Manufacturer narrative:
This supplemental report is being submitted to correct PMA/510k from eua202537 to eua210264, correct the "life threatening" option was selected in error and provide the investigation conclusion. Please see updates: g3, g4, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a conflicting result with the ID now covid_19 assay performed on an unknown sample swab and generated a positive result. The customer reported that repeat testing was performed with the same device and positive results were obtained. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.